Event description:
Procedure type: lap. Appendix. According to the reporter: a part of the foam grip mechanism broke and felt into the pt's cavity during the case. The piece was retrieved with a grasping instrument. A new instrument was used to complete the case. Neither the operating room time nor the incision size were extended. There was no additional bleeding and no tissue damage/trauma. No pt injury was reported. No additional information about the pt.

Manufacturer narrative:
(B)(4).